Event description:
It was reported that the atrial port of the device was plugged and the device could not measure r-waves. It was also noted that there were no values revealed during manual testing and also that r-wave trend was blank. It was subsequently reported that the issue was probably due to the device software design which does not report data on the r-wave since there is no p-wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.